Event description:
It was reported that the customer was hospitalized due to dialysis. While hospitalized that customer stated that her blood glucose levels rose to over 600mg/dl. The customer also mentioned having air bubbles in their reservoir. The customer stated they are currently disconnected from the insulin pump. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.